Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low pacing lead impedance was observed on the left ventricular lead. It was suggested to test the lead in clinic. No patient symptoms were reported.